Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall during an implant procedure. The physician could not extend the screw due to tissue inside the helix. The lead was explanted and will not be returned as this was disposed at the facility. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.